Manufacturer narrative:
Unit received with detached or loose end cap. Unable to perform functional testing including the displacement due to detached/loose end cap. Pump received with cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump passed the displacement. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the when customer shook the insulin pump, they heard a noise of a loose part. Troubleshooting was performed. Insulin pump was not dropped or bumped, and customer did not remember any event that could lead to the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.